Manufacturer narrative:
Device was lost by the hospital. No evaluation will be performed. If the device or additional information becomes available, it will be submitted on a supplemental report.

Event description:
During hoffmann pelvis kit surgery, the surgeon tried to drill using the drill of 3.2mm diameter into the wing of the ilium of patient. However, the tip of drill was broken when the tip of the drill was inserted in wing of ilium of patient by about 3cm. Afterwards, the surgeon could not remove the broken tip of drill. The wound was closed as the tip of drill was left in the patient. The surgeon is requesting the investigation of risk analysis on the tip of drill.